Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: ge healthcare has completed its investigation. It was concluded that the root cause of the issue was a use error, likely due to improper handling or encountering an obstacle during transport. No design, manufacturing, or service-related defects were identified, and the system successfully passed all relevant iec 60601-1 stability and safety tests. The user manual provides clear instructions for safe transport and handling, and a usability review confirmed that these guidelines are sufficient, with no gaps found. Historical data showed no trends or systemic issues. The system was repaired and returned to the customer. No further actions are planned by gehc.

Event description:
It was reported that a physician, who was transporting the ultrasound device, sustained a cut to their finger while attempting to lift the device after it fell to the floor. The physician required sutures for their injury and has since recovered from the event.

Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. D2: system, imaging, pulsed doppler, ultrasonic. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.